Event description:
It was reported that in 2001 the pt was found in a pool of blood. The catheter lumen had broken. The broken lumen was removed and the surgeon placed a quinton catheter. The second lumen was left in place. 5 days later the remaining tesio lumen broke at the skin site when the nurse picked it up wth IV attched. This lumen was removed.